Event description:
The patient was enrolled in the registry. The patient received a cypher stent in the diagonal. Approximately five months later, the patient came back for a follow up. Angiograph revealed that the cypher stent had fractured. The patient was treated with a taxus stent. After the procedure, the patient had an mi. No additional information was given.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis.